Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient experienced that infusion set fell off during use. The patient has issue with ten ifusion sets. The area of insertion was cleaned and air-dried. The infusion set was used for three days. The skin tac was used as adhesive aides at the area of insertion. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1893425 - device 1 of 10.